Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01/06/2014 with the following findings: the complaint could not be duplicated with investigation. The keypad was found to be torn. Evaluation revealed the up, down, and ok keypad buttons were appropriately responsive. The contrast keypad button was intermittently responsive. There was evidence of keypad contamination found under the contrast key contact. Unrelated to the complaint, the returned battery cap threads were damaged; the cap was able to secure properly to the pump. Investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.